Manufacturer narrative:
An event regarding loosening and infection involving an accolade stem was reported. Infection and loosening could not be confirmed based on the information provided. Method & results: - device evaluation and results: not performed as the device was not returned. - medical records received and evaluation: no information was received for review with a clinical consultant. - device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, histopathology reports, operative reports, x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient was complaining of pain and surgeon felt loose on x-ray didn¿t grow in. Allegedly worked up for infection. Reported negative. It allegedly didn¿t look infected on case.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient was complaining of pain and surgeon felt loose on xray didn¿t grow in. Allegedly worked up for infection. Reported negative. It allegedly didn¿t look infected on case.